Manufacturer narrative:
Follow-up information received on 02-may-2016 from the physician: device breakage questionnaire provided: essure was inserted on (B)(6) 2016 (lot number d29715). The essure's instructions for use were followed. The breakage was diagnosed during placement - the implant broke in the outer coil. The insertion was normal until release. One (at least) part of the insert had to be removed with a grasping instrument (that could be done in hysteroscopy at the same session on (B)(6) 2016). According to the physician, the broken pieces were retrieved from fallopian tubes and essure removal was medically necessary. There was no patient injury, and breakage could not have led to serious injury under less fortunate circumstances. The reported outcome was recovered. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and mucosa were bloody visibility during procedure (seen as procedural bleeding). While removing the catheter the implant stuck in cervical canal and implant broke to 3 parts. The broken pieces were removed from the fallopian tube and patient had no injury. The events are listed in the reference safety information for essure, except for device breakage which is unlisted. In this case, the events occurred during essure insertion procedure. Considering this information and based on their nature, causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. A product technical analysis is expected.

Manufacturer narrative:
Quality safety evaluation received on 02-jun-2016: ptc global number (B)(4). Lot number d29715, production date 29-oct-2014, expiration date 28-oct-2017. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. Visual inspection was performed and it was confirmed that all components are present, IFU steps were not completed (final rollback was not executed). Inner coil was found stretched. No damages were observed on delivery catheter and coil catheter. Outer coil was found stretched. In regards of dimensional inspection as per device condition, dimensions were not able to be performed. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on 03-jun-2016 for the following (B)(4) preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and mucosa were bloody visibility during procedure (seen as procedural bleeding). While removing the catheter the implant stucked in cervical canal and implant broke to 3 parts. The broken pieces were removed from the fallopian tube and patient had no injury. The events are listed in the reference safety information for essure. The event device breakage was previously regarded as unlisted, however upon receipt of the product technical analysis (ptc), which stated that there was no event reported which indicates a new technical failure mode for the device; it was amended to listed. In this case, the events occurred during essure insertion procedure. The possibility of a detachment difficulty during essure insertion procedure could have led to a device breakage. Considering this information and based on their nature, causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. The product technical analysis investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a nurse in (B)(6) on 09-mar-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2016. Additional information received on 10-mar-2016. During procedure, mucosa was a bit jagged but visibility to tubal orifices was differentiated. First essure-implant was taken to the left side, it settled well but cornua contracted quite a much after that and exact amount of spirals was not seen, anyway at least one was left well outside the uterine cavity. After that, insertion to the right side was started, a bit challenge in approach corner but implant went anyway well in tube and it was discharged but the implant did not discharge from catheter. While removing the catheter, the implant got stuck in cervical canal. The implant was managed to get out but it was in pieces (implant broke to 3 parts). Any part of implant was not left in uterus; it was checked with a scope finally. Because the uterus contracts that much and mucosa were bloody visibility to the right tubal orifice was not managed to get anymore. Implant was successfully inserted to one side. The patient has been given a new procedure time by about a month. Sample is available (at least external spirals are disjointed). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and mucosa were bloody visibility during procedure (seen as procedural bleeding). While removing the catheter the implant "stucked" in cervical canal (seen as embedded device) and implant broke to 3 parts. The events procedural bleeding and embedded device are serious due to their medical importance and listed in the reference safety information for essure while the other event is unlisted and non-serious. In this case, the events occurred during essure insertion procedure. Considering this information and based on their nature, causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. Device breakage with essure questionnaire and product technical analysis are expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.